Manufacturer narrative:
The electronic logfile was available for investigation. The reported event could be reconstructed by means of the information stored therein. On (B)(6) 2019 the device detected that the ventilator cylinder pressure fell below -15 mbar. A corresponding m007 vent pres very negative log entry was recorded. The fabius reacted as specified for such situation: the piston pressure controller stopped the ventilator temporarily as a precaution and the device alarmed for "ventilator fail". Once the diaphragm of the auxiliary air valve detaches from the crater and pressure increases above ¿ 5mbar, ventilation will be resumed. In the meantime, manual ventilation and monitoring remain available to continue the case. The exact root cause could not be determined based on the available information but from earlier cases it is known that the diaphragm if the auxiliary air valve may stick on the valve crater if the cleaning recommendations of the instructions for use are not followed. The auxiliary air valve on the ventilator lid is intended to open in case of a negative pressure to prevent from excessive vacuum that may occur in a fresh-gas deficit situation. Upon request it was additionally reported that the auxiliary valve was replaced and pressure sensors were calibrated. No further issues have been reported since then. Further actions are not required.

Event description:
It was reported during a case the fabius unit displayed a vent failure during use. The patient was manually ventilated. The case was completed. There was no patient injury reported.